Event description:
There was an allegation of questionable sodium results for 4 patient plasma samples on a cobas pro ise analytical unit. The customer was prompted to repeat the samples as the initial results were accompanied by delta check flags. For sample 1, the initial sodium result was 154 mmol/l. The sample was repeated on another module and the result was 138 mmol/l. The customer stated that there were 3 other samples repeated on another module that gave sodium result differences of 16, 11, and 10 mmol/l. The exact results were not provided. The repeat results from the other module were deemed correct.

Manufacturer narrative:
The sodium electrode lot number is ebx51. The expiration date was not provided. The calibration and qc data provided was acceptable. The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on 06-aug-2025. The alarm trace showed sample short and sample clot detection alarms. The field service engineer (fse) cleaned the dilution cup and verified analyzer operation. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.